Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was alleged that the pump did not deliver insulin when a bolus was requested. Reportedly, the customer became dehydrated and lost motor function of the legs. A couple of days later, the customer regained motor function of the legs. Tandem technical support reviewed the pump data logs and verified that all requested boluses made by the customer were delivered. Reportedly, the customer continued using manual injections for insulin delivery.